Event description:
The numbers on the meter "looked funny". While on the phone a system review was conducted. It was determined that segments on the display were missing. The customer was asked to return the meter and a replacement was provided. Customer was invited to call 24/7 with future questions or concerns.